Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni.

Event description:
During a procedure, the liner would not seat in the cup. The liner was attempted to be seated five times. Another liner was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Deformation of the device was noted which was most likely from when the surgeon unsuccessfully attempted to impact the liner into the cup. A conclusive root cause of the event could not be determined. Corrective action has been initiated to address the reported issue.